Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving (B)(4). It was reported that during an endoscopic submucosal dissection, the hood separated at the junction of its two sections while attached to the endoscope and fell into the gastrointestinal tract. The piece was retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.